Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had acutely dislodged and had dropped into the right ventricle. The ra lead was revised and remains in use. In addition, during the revision procedure, the physician inadvertently cut the right ventricular (rv) lead to the degree where a "heen" of fluid was noticed in the outer layer of insulation. The physician opted to place medical adhesive over the cut and apply a suture sleeve. The rv lead remains in use. No patient complications have been reported as a result of this event.